Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the right superficial femoral artery. A 6x200x130 innova¿ stent was deployed without issue. Twenty days post procedure, the patient returned complaining of pain and no pedal pulse. Angiography revealed the third medium of the stent was fractured. Future intervention with a non-bsc stent is planned. The patient¿s status is stable.